Event description:
It was reported that balloon rupture occurred. The target lesion was located in central vein. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation, when pressure was less than 10 atmospheres, the contrast agent leaked and the balloon ruptured. A hole on the side of the balloon was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in central vein. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation, when pressure was less than 10 atmospheres, the contrast agent leaked and the balloon ruptured. A hole on the side of the balloon was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device.no other issues were identified during the product analysis.